Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. No further information was provided pertaining to this event.